Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k033913. The actual sample upon receipt was a progreat catheter (actual catheter) and an integrated guidewire (actual guidewire) that got stuck. The outer layer coating of actual guidewire had been peeled off inside the hub. Appearance confirmation: [actual catheter]: a black foreign substance was found inside the hub. No anomaly such as a kink was found in the catheter. A foreign substance had been adhered inside the hub. No anomaly such as an obstruction was found in other sections. The actual catheter was primed, and an attempt was made to remove the actual guidewire. As a result, the guidewire could be partially removed. Appearance confirmation of the guidewire was performed in that state. [Actual guidewire]: the outer layer coating had been peeled off at approximately 1330mm - 1365mm from the distal end. The outer layer coating had been turned over at approximately 1335mm from the distal end, and it had been torn toward the distal direction at approximately 1330mm from the distal end. The outer layer coating had been turned over and it had been torn toward the distal direction at approximately 1345mm from the distal end. The abrasion mark was found at approximately 1365mm from the distal end of wire. It had been torn toward the distal direction at approximately 1365mm from the distal end. It had been abraded at approximately 1335mm, 1345mm, and 1365mm from the distal end. Since all of the torn sections of outer layer coating were toward the distal direction, it was inferred that the involved event occurred when the guidewire was removed. Regarding the cause of abrasions and abrasion mark, it was inferred that some hard object came into contact with the involved sections. Based these factors, it was likely that the outer layer coating was peeled off due to the application of abrasive force to the surface of actual guidewire, and this obstructed inside the hub of actual catheter. In addition, the insertion and removal operations were repeated in that state, causing the outer layer coating to tear, leading to the progression of peeling and turning over. A black foreign substance was found at the rear end side. No anomaly such as a scratch was found in other sections. The black foreign substance was collected, and component analysis was performed. It was similar to the spectrum of the outer layer coating of guidewire. It was inferred that the black foreign substance was the outer layer coating that had peeled off and moved to near the rear end. Due to this factor, it was inferred that the black foreign substance inside the hub was also the outer layer coating. Ft-ir (fourier transform infrared spectroscopy method): an analysis method analyzing the spectrum obtained by irradiating the measurement target with infrared rays. The outer layer coating of actual sample was intentionally peeled off to confirm the adhesion. No anomaly such as floating or gaps were found. Function confirmation: inner diameter of the actual catheter: it met the factory's specifications. No anomaly was found. Outer diameter of the actual catheter: it met the factory's specifications. No anomaly was found. Outer diameter of the actual guidewire (normal section): it met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number found no anomaly. No other similar report from other facilities was found. Based on the investigation result, as a possible cause of occurrence, the following mechanisms were inferred. The surface of actual guidewire came into contact with some hard object and was abraded, causing part of the outer layer coating to peel off. When the guide wire passed through the hub, the peeled section of outer layer coating got stuck inside the hub. The insertion and removal operations were repeated. As a result, it was abraded starting from the stuck section, causing the outer layer coating to tear, leading to the progression of peeling and turning over. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the operator unpacked and inspected the device, and was advancing the micro-guidewire into the catheter, resistance was obvious. Then the guidewire layer was damaged and could not be used. A new device was used. The procedure outcome was not reported; however, the patient was not harmed.